Event description:
Pt. Was intubated successfully and placed on our ltv 1200 ventilator. On the ventilator on a volume control mode, the vte's (exhaled tidal volume)were reading much higher. Set vt = 580ml with an exhaled vte of ~700-800ml. Initially attributed to asynchrony so placed patient on a pc (patient control) mode where the volumes were better controlled. The patient was taken to the or safely with no ventilator issues and transferred to the or ventilator. The ltv 1200 ventilator was then tagged for biomed to check. Manufacturer response for ltv 1200 ventilator by vyaire, ltv 1200 ventilator vyaire (per site reporter). Biomedical technician completed the calibration of the ltv as recommended by vyaire technical support. The technician discovered that the flow valve was out of calibration so it was corrected. The system was tested under the settings and the issue is no longer present.